Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that after several loosening of the prosthesis, the patient arrived with the 19 implant crown in hand. Implant (position 19) showed a vertical fracture and was removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive two tsvmb10, (imp, tsv, mcol mg, 3.7mm,10m) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). This complaint refers to the tsvmb10 in the complaint. DHR review was completed for the subject lot number 1223579. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1223579 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was missing or confusing instructions for use and clinician selects implant that is unable to resist long-term occlusal loading therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative.